Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00287. It was reported that patient experienced ineffective therapy due to high impedances. Surgical intervention may take place to address the issue

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein both of the leads were explanted and replaced to address the issue. Therapy was restored postoperatively.